Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (15 mg/ml at 6 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a standard pump replacement (B)(6) 2022 for eri (elective replacement indictor). The patient checked into the emergency room stating that they had increased pain and withdrawal symptoms. There were no factors that may have led or contributed to the issue. The pump was checked and it was noted that everything seemed to be functioning and no motor stalls. The doctor who implanted the pump will admit the patient for 24 hours for observation. No further information at this time. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.